Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation, the event was considered as loss of osseointegration.

Event description:
The clinician reported that, just over eight months after the implant was placed in site 14, a loss of osseointegration was observed. The bone quality was determined to be type iii. It was reported that smoking and bruxism could have influenced the problem. In addition, 60 ncm of torque was applied at implant placement. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that, just over eight months after the implant was placed in site 14, a loss of osseointegration was observed. The bone quality was determined to be type iii. It was reported that smoking and bruxism could have influenced the problem. Sixty (60) ncm of torque was applied at implant placement.